Event description:
It was reported that the patient had a urinary tract infection with no symptoms noted with the event. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with cipro that was taken for 5 days. The outcome of the event was reported, as of (B)(6) 2009, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).